Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was receiving radiotherapy on his head. On the first day of radiotherapy, the estimated battery longevity was 6.5 years. One week later, the estimated battery longevity was 3.5 years. A capacitor reform was performed and the charge time was 9.4 seconds. Boston scientific technical services (ts) and engineering reviewed the data and concluded it appeared the change in longevity seen was due to the long telemetry sessions. The device had logged 5 hours and 56 minutes of telemetry time, which was significant. The device reported average power is 64uw and the expected is about 37uw. Once the frequent and long duration telemetry sessions stop, the average power level should return to normal and the longevity should increase. However, due to the amount of telemetry used, it may not return to the 6.5 years previously seen. No adverse patient effects were reported.